Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst indicated the helix extended and retracted smoothly and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead exhibited an issue with deploying and retracting the helix. When the physician attempted to deploy the helix it took 25 turns, and when trying to retract the helix it would not retract until the lead was free from the atrial wall. The physician chose to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.